Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump clock was gaining or losing greater than 5 minutes of time per month. Blood glucose less than 70mg/dl, but greater than 40mg/dl and with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings: a battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation. Review of the black box data revealed the time and date had reset to the factory default setting following a power on reset at 11:20 am on january 23, 2015. Records showed the time/date was then manually reset to 11:26 am, january 03, 2015. A timekeeping accuracy test was performed and the pump maintained time accurately during a 5-day duration test. However, when the pump was left without power for one hour and then powered back on, the time/date had reverted to the factory default setting. The pump was opened for investigation and revealed the internal clock battery was leaking and unable to hold a charge.